Event description:
The customer reported that both jacks raise but decline 4 inches after 15 minutes use. It is further reported that the hydraulic fluid was found at the base of the jacks. There was no pt involvement. No adverse consequences were reported.